Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump was alarming no delivery for a couple of weeks. The blood glucose reading at the time of the event was 699 mg/dl. Customer was weak, chest tight and no energy. Customer was at work. Customer was borderline diabetes ketoacidosis and ketones. Hospital treated with IV insulin drip. The current blood glucose reading is 420 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.